Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem "error 345" was reproduced after powering on the device. A review of the event history log revealed "system error 345. Thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.